Manufacturer narrative:
The device malfunction as determined by the integrity test has previously been reported under MFR report no. 6000034-2013-02091. This report is submitted on october 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report.